Event description:
It was reported that the right ventricular lead exhibited an unspecified issue during implant placement. An unspecified helix issue was also noted. No further information was available.